Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. The information provided has been reviewed and we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable causes include component failures and device installation. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history review found other related events. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that with every third canister, both 300 ml (66801273) and 800 ml (66801274), there is a problem with ¿full canister¿ alarm even if the canisters are new and no fluids in it. No harm or injury reported.